Event description:
The pt/lay user contacted lifescan (lfs) alleging that the meter was set to the incorrect unit of measurement (uom). The pt did not seek any medical attention or contact a physician for assistance. The meter was previously set to the correct uom. Customer care agent (cca) assisted the pt in setting the meter back to the correct uom.

Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evalaute it and, if the meter does not pass inspection,lifescan will inform FDA of the results in a supplemental report.